Event description:
It was reported that during an unspecified surgical procedure the motor device was "overheating." The reporter stated that the malfunction occurred in (B)(6) during a mission trip. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.